Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: damage to the switch and camera due to physical stress, the forceps passaged was clogged by the biopsy channel way, foreign material blocked the scope leak check, there was reduced angulation, there were bending manipulation and insertion tube defects, dents in the plastic cover, the objective lens was cracked, the bending section rubber glue was cracked, suction flow issues due to clogged biopsy channel way, the light guide tube had a dented buckle, and the scope connecter plug unit golden pins were dented. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.

Event description:
The customer reported to olympus, the gastrointestinal scope suction function was not working. The issue was found during preparation for use for an unknown procedure. The device was returned for evaluation. During the device evaluation, the foreign material clogging the biopsy channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.